Event description:
In early 2005, I was implanted with the bard mesh monofilament knitted polypropylene mesh with prod code 0112680 and lot # 43cod412. The mesh was placed to treat an incisional hernia. In 2006, I was implanted with the prolene hernia sys with lot number 14132-02. The mesh was placed to treat another incisional hernia. In 2008, I underwent surgery to have both meshes above removed. Both meshes were balled up into a heap of scar tissue. In addition, the falciform ligament was going into part of the balled up mesh so the ligament had to be divided and cut out of the mesh. The defect inside my abdomen was 14 cm in length and 6 cm in width. Dates of use: 2005, 2006. Diagnosis or reason for use: treat incisional hernia.